Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and loss of capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed but the reported event of loss of capture was not confirmed. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. Electrical testing did not find any conductor discontinuity, but shorts found due to the damages found at the connector region consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic with discomfort. The right ventricular (rv) lead exhibited loss of capture and chest x-ray confirmed dislodgement. An attempt to reposition the lead was made during revision, however the helix would retract properly, and the lead was explanted and replaced. The patient was stable.